Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) confirmed that system was unable to boot up. Upon troubleshooting, rse found that the rcd was tripping intermittently. Fse isolate the system from other 3p systems. To resolve the problem, fse performed corrective maintenance activities. After corrective maintenance activities, system returned to good working condition. The codes were updated based on the investigation outcome.